Event description:
Same case as MFR #: 2134265-2012-05349. It was reported that during a rotational atherectomy and coronary stenting treatment procedure, a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed lesion was located in the severely calcified and moderately tortuous distal left main to middle left circumflex artery. The de novo and eccentric target lesion was 32mm in length. The physician performed rotational atherectomy utilizing a 1.5mm rotalink plus burr and a rota floppy guide wire. The physician then advanced a 2.50 x 28mm promus element stent delivery system across the target lesion. During crossing of the lesion, the physician noted a mild dissection. The cause of the dissection was unknown. The physician deployed the 2.50 x 28mm promus element stent in the proximal to middle left circumflex. The procedure was completed with placement of a 3 x 12mm promus stent covering the remaining area (including dissection) of the lesion at the distal left main to the left circumflex. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).